Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the customer experienced diabetic ketoacidosis with elevated blood glucose (bg), however, a specific bg value was not provided. Reportedly, the customer went into a coma and was hospitalized. Although requested, the customer declined troubleshooting and declined to provide additional information.